Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/08/2015 the reporter contacted animas alleging that patient's blood glucose that day was above 700 mg/dl with nausea, symptoms of dehydration, and confusion. It was reported the patient was treated in an emergency room and was hospitalized, receiving insulin via injection and intravenous fluids. The reporter noted the patient discontinued pump therapy and the pump's settings were not recently changed. During troubleshooting, an occlusion alarm issue was reported. This complaint is being reported because the alleged health event was attributed to a device malfunction.